Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm and cartridge alarm were cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.